Event description:
Customer reported blank displays on her insulin pump. The customer also stated there were battery out limit alarms and a failed battery test. Customer's blood glucose was 198 mg/dl. Troubleshooting did not find any damage to the battery camp. The customer also reported her sensors have been alerting her with weak signal or lost sensor alarms. The customer's blood glucose at the time of the second call was 200-250 mg/dl. Troubleshooting found a failed battery test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No weak signal alarm, lost sensor alarm, failed battery test alarm, battery out limit alarm, bad battery alarm, weak battery alarm or off no power alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.